Manufacturer narrative:
This report has been submitted on june 09, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to non-use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 08, 2022.